Event description:
It was reported that there was an alert due to the atrial arrhythmia burden being greater than twenty-four hours. Presenting atrial tachy response (atr) electrograms (egms) exhibited frequent oversensing causing the device to register the rhythm as an atrial flutter. Further review was recommended. No adverse patient effects were reported. The device remains implanted.